Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), product type: implantable neurostimulator. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently received a new electric rest chair with 4 motors and moving parts. Since using the chair they have had a return of symptoms. They are curious if there could be any interference. Additional information was received. An impedance check indicated everything was normal. The patient was programmed at 2.8 v and 2.9 v, 130 hz, 60 usec pulsewidth, with therapy impedances of 1225 ohms and 1172 ohms. Refer to manufacturer report #3007566237-2020-00289 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient's electric chair has been replaced by a different model. Since the chair was replaced, the patient does not have any return of symptoms.